Event description:
Doctor received an error code six. When the doctor wiggled the foot switch cable and pressed the max pedal, the unit would work properly. The doctor swapped the footswitch with another footswitch and completed the case with no pt consequence.